Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a ruptured saccular aneurysm measuring 10mm x 6mm located in the cavernous segment of the right ica (internal carotid artery). Dual anti-platelet therapy was given. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the proximal end of the pipeline (4.00mm x 20mm) required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. Post angiogram shows an eclipse and slow flow into the aneurysm. No patient injury was reported as a result of the procedure.